Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit was not recognizing the cassette is latch. There was unknown patient involvement.

Manufacturer narrative:
D3: correction h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was confirmed. The device alarms 46440 indicating a failed dso sensor. The dso sensor, seal and bezel were all replaced. Device passed testing following the repair.